Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01/22/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A manual calculation for an ezbg and ezcarb boluses were performed and confirmed that the pump calculations were the same. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on (B)(6) 2014 the patient was treated in the hospital for elevated blood glucose (bg) over 500mg/dl with nausea, vomiting, confusion, drowsiness, dizziness, abdominal pain, increased thirst, and increased urination. The patient reportedly remained on the pump and was treated with IV fluids and insulin via the pump. Customer technical support reviewed the pump and found that the basal histories and settings were correct. Troubleshooting indicated that the pump was not calculating the recommend bolus total correctly. This complaint is being reports based on the allegation that the patient experienced severe hyperglycemia associated with an alleged bolus calculation issue.